Manufacturer narrative:
Findings: pump received with normal operating currents. Pump monitored for several days and no off no power alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 112 mg/dl. The customer stated that the type of battery use is rayovac. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this is the second occurence of off no power. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the device until replacement arrives if they insert a new battery.